Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerators had connection issues that required cable reseating and inventory verification. The field service engineer worked with the pharmacy technician, reseated the cables, tested both refrigerators, and confirmed that the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that two refrigerators consistently failed and were becoming increasingly difficult to recover. The issue resulted in repeated recovery attempts and was reported to be causing delays in patient care. No patient harm was reported. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.